Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted damage on the edges around the device, nicks at the distal ends of the angled reamer, drive shaft. Functional testing was not performed with mating because the devices were received stuck and were not able to be separated. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user does this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/03/2025, it was reported by a sales representative via (B)(6) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer driver were fused together. This was discovered after the case with no patient harm.